Event description:
When taking the stent out of its package, the physician noticed that the distal tip was not shaped as usual. This event is being filed based on the investigation analysis that revealed a detached tip.